Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: stockert 70 system, model #: m-5463-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for an idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and dyspneic. The cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. After the pericardiocentesis, the patient was stable and eupneic (normal, unlabored breathing). The patient required an overnight stay in the intensive care unit and was discharged the following day. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of the adverse event is that it was related to torquing on the catheter in attempt to achieve contact with the inferior left ventricle, therefore, procedure-related. No transseptal puncture was performed as the approach was retrograde. Overall time for ablation at site of injury was 5 minutes with initial burn of 3 minutes and second burn of 2 minutes. Last ablation cycle time at site of injury was 2 minutes. Generator was set on power control mode at 45-50 watts, standard smarttouch settings, temperature cut-off 45 degrees, and impedance 90 ohms at end of burn. Shortly after starting the burn at 40 watts, all pvcs went away and power increased to 45 watts. The irrigated catheter flow was set at 30 ml/min. No error messages were observed on the biosense webster equipment during the procedure. The patient received anticoagulation during the procedure with acts maintained between approximately 300-350 seconds. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for an idiopathic ventricular tachycardia with a smart touch bidirectional catheter. During the procedure, the patient became hypotensive and dyspneic. The cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. After the pericardiocentesis, the patient was stable and eupneic (normal, unlabored breathing). The patient required an overnight stay in the intensive care unit and was discharged the following day. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was related to torquing on the catheter in attempt to achieve contact with the inferior left ventricle, therefore, procedure-related. The returned device was visually inspected upon receipt the shaft was found bent with no exposed parts. This condition was not reported in the original complaint. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and the bents observed on the catheter shaft remains unknown. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.